Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The four additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via an 8fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the next five proglide devices. The sheath was upsized to a greater than 8.5fr sheath and the procedure was completed. Hemostasis was successfully achieved with the suture of the first pre-placed proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.